Event description:
Right implant ruptured. A 39 year old white g2p2 female w/ bilateral subglandular inframammary surgitek bilumens, rt 240:45, lt 240:30, for augmentation 7/16/84. Left always larger, but decreased over years. No history of trauma. Bilateral discomfort for 1 yr. Positive systemic complaints since including: arthralgias , myalgias,paresthesias, fatigue, headaches, neurocognitive problems, sicca symptoms, raynaud's, hair loss, rashes, and gastrointestinal/genitourinary problems etc... Pt otherwise healthy except cervical dysplasia, and hysterectomy. MRI positive for bilateral rupture. Mammogram 11/3/92 showed decreased opacity on left implant. Exam positive for bilateral grade I contractures w/ left smaller. Small amount brown discharge lt nomina anatomica and trace right supraclavicular fullness. Surgery 12/13/93 positive for right rupture w/ fully cohesive gel. Left w/ gel rupture, minimum bleed, moderate yellowing, right envelope widely disintegrated. Moderate capsules w/ marked histocytes.